Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2016 due to osteolysis. The tibial tray, bearing, and femoral component were revised. Intramedullary plugs, stems, femoral augments, and a cruciate wing were implanted.